Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported damaged by another device, and material separation appears to be related to user error. In this case, it is likely that the damaged by another device and material separation is due to device placement and use techniques employed. It was reported that the oad crown was too proximal to the viperwire spring tip, leading to the fracture. The diamondback 360¿ coronary orbital atherectomy system instructions for use(IFU), cautions: "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary". Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The oad referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left anterior descending artery (lad). At then end of the procedure after three treatments, it was observed the viperwire guide wire spring tip was fractured. It was indicated the oad crown was too proximal to the viperwire spring tip, leading to the fracture. The physician was able to retrieve the fractured component. There were no patient complications as a result of the event. The patient was in stable condition.